Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative, regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's lead had fractured and migrated from the left to the right cervical. The patient stated they had a fall approximately one month prior to the report. Exploratory surgery revealed that the distal contact on one lead sheared away from rest of the lead at approximately c2. It was noted that the patient was consulting a neurosurgeon for removal, an explant was planned and the issue was not resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that no measures have been taken yet. No further complications were reported.